Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including hernia recurrence, adhesions, pain, disability and explant post implant of ventralex st mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-aug-2018) is considered to be a best estimate. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per legal claim: case # (B)(4). Attorney alleges that the patient underwent umbilical hernia repair surgery for implant of a bard/davol ventralex st mesh on (B)(6)2019. Alleged, that the patient developed recurrent incarcerated periumbilical hernia and thereby underwent additional surgical intervention on (B)(6)2023. It was alleged that the omentum adherent to the prior placed piece of mesh was noted, adhesions were taken down using sharp dissection and the mesh was explanted. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient sustained personal injury. It is also alleged that the patient experienced emotional distress and the device was defective.